Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to moisture damage electronic assembly. Analysis was unable to verify button error alarm due to blank display. No buzzing anomaly during testing noted. The insulin pump was received with a scratched display window, broken belt clip slot, cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and alarmed button error. The customer's blood glucose reading was 130 mg/dl at the time of the call. The customer stated the insulin pump was exposed to water. The customer replaced the battery, but the pump continued to buzz. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.